Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the iliac artery was perforated and bled. As a result, the procedure was converted to open surgery in order to control the bleeding. The surgeon was at the surgeon side console (ssc) and the bedside staff was inserting the da vinci endoscope and instruments. The staff said they could not see the instrument that was installed on universal surgical manipulator (usm) #4 and was located in the right lower quadrant. While at the ssc, the surgeon attempted to move the endoscope two times, but she could not move the endoscope since it was being clutched at the bedside. During this time, the surgical staff had moved the endoscope and da vinci instruments. Some of the instruments were not under visualization. Eventually, the endoscope was moved and the customer observed that the scissors instrument on usm #4 had perforated the artery that was not previously in view of the endoscope. The procedure was converted to open surgery and other surgical staff entered the room to assist. After the bleeding was controlled, the benign hysterectomy procedure was completed via open surgery. The patient received 16 units of blood due to this event and was sent to the intensive care unit (ICU) where she is reportedly doing well. The surgeon later explained that she thought she would have complete control of the da vinci system and instruments while she was at the ssc despite the endoscope being clutched at the bedside. After reviewing this event with an intuitive surgical,, inc. (Isi) clinical sales associate (csa), the surgeon said she does not think a da vinci product malfunction occurred. The hospital's or manager reviewed the surgeon's operative notes on this event and concluded that it seemed like user-error caused this event.

Manufacturer narrative:
A review of the system logs for this event was performed. The logs are aligned with the customer description of the events. There were multiple instances where the camera control pedal was trying to be activated but was denied as the clutch button was activated on the universal surgical manipulator (usm); therefore, not allowing movement from the console. The system behaved as expected and no malfunctions were observed in the logs.